Manufacturer narrative:
The reported complaint that pump module infused midazolam slower than it was programmed was not replicated during the investigation. No entries for the reported date of event were observed in the pcu / pump module event logs since the logs were overwritten due to continued use of the device. Results from a timed rate accuracy test performed on the returned pump module found the device in good working condition and delivering fluid within specification. Log analysis results: a search of the logs for this parameter revealed no programming entries for midazolam drugid: 308 or midazolam ¿ neuro drugid: 309 (found by programming both medications and downloading logs). The only device profile with this drug option was identified as adult critical care. No entries for the reported date of event were observed in the pcu / pump module event logs since the logs were overwritten. The oldest reported date observed was 19 may 2020. Test results: results from a timed rate accuracy test performed on the source pump module attached to the customer pcu, infusing with a lab rate control set demonstrated the pump module delivering fluid within specification. The root cause of the customer¿s complaint of an under infusion was not identified. Customer¿s pump module demonstrated to be in specification and operating as intended. Device history review: review of the pump module service history record showed the device had a manufacture date of 04/23/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/24/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from neuro intensive care unit that midazolam 100ml infusion bag ran at approximately 10ml/h for about 14 hours. When IV bag was disconnected and emptied, 150ml was discovered in the bag. There was no adverse effects caused to the patient as a result of the event.

Event description:
It was reported from neuro intensice care unit that midazolam 100ml infusion bag ran at approximately 10ml/h for about 14 hours. When IV bag was disconnected and emptied, 150ml was discovered in the bag. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from neuro intensive care unit that midazolam 100ml infusion bag ran at approximately 10ml/h for about 14 hours. When IV bag was disconnected and emptied, 150ml was discovered in the bag. There was no adverse effects caused to the patient as a result of the event.